Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an autotome sphincterotome was to be used during an endoscopic sphincterotomy (est) procedure performed on (B)(6), 2010. According to the complainant, the packaging of the ultratome sphincterotome was opened, at this time it was noted that the cut wire was broken. The device was not used and the procedure was completed with another autotome sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device found that the working length was twisted, the exposed cut wire was broken. The broken section of the exposed cutting wire had retracted inside the lumen of the extrusion through the proximal pierce hole and the other broken section of the exposed cut wire was attached to the anchor at the distal pierce hole. Further analysis of the cutting wire found it to have broken approximately 4 mm from the cutwire/anchor assembly. The outer diameter (od) of the exposed cut wire was measured and found to be within specification. The condition of the returned incident device was consistent with the complaint that the cut wire was broken. During manufacturing, tome devices are 100% inspected for cut wire integrity and bowing functionality the condition of the broken wire is likely due to handling during preparation of the device. Therefore, the most probable root cause is handling damage. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Event description:
Was: according to the complainant, the packaging of the ultratome sphincterotome was opened, at this time it was noted that the cut wire was broken. The device was not used and the procedure was completed with another autotome spincterotome. Should be: according to the complainant, the packaging of the autotome spincterotome was opened, at this time it was noted that the cut wire was broken. The device was not used and the procedure was completed with another autotome spincterotome.